Event description:
On (B)(6) 2016, a (B)(6) year old female had a colonoscopy procedure completed. In a few hours, she calls the access center complaining of vomiting and severe cramping. By 1923, she returns to lcc emergency department and is transferred to the main campus admitted to the sicu with a splenic laceration. Route: rectal. Dates of use: (B)(6) 2016. Diagnosis or reason for use: history of breast cancer - therapeutic colonoscopy. Is the product compounded: no. Is the product over-the-counter: no.